Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's mother called to report that the customer was hospitalized due to high blood glucose levels, site failure, and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was around 500 mg/dl. Customer was treated with an insulin drip and fluids. Customer was wearing the insulin pump at the time of hospitalization. Customer's mother declined to troubleshoot for high blood glucose. Product is not being returned or replaced.